Event description:
It was reported that during a pph procedure, some staples did not form. The surgeon had to remove the unformed staples from the rectum. Sutures and avitene were used to control the bleeding. The patient is okay.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.